Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 the device was in use at the time of the event. The device was swapped and the patient was put on another device. There was no report of patient or user harm. The device was evaluated by a philips field service engineer (fse) and the issue was confirmed. The fse replaced the oxygen cell to resolve the issue and the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22oct2020.

Event description:
It was reported to philips that the device had low oxygen (o2). The device was in clinical use at the time of the event. There was no report of patient or user harm. A good faith effort has been made to obtain further information.